Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure completion, the cardiac cavity was checked by soundstar catheter and pericardial effusion was confirmed. The blood pressure decreased to approximately 60 but was recovered over 100 by drainage. After that, the patient left the room with no problems. The patient improved. Transseptal puncture was performed. No steam pop was confirmed. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2024, additional information was received indicating the patient fully recovered immediately after the drainage, however, the hospital stay was prolonged by one night for observation. The qdot microcatheter was not considered to be the cause of the tamponade. The pulmonary vein isolation (pvi) was performed by cryo with medtronic¿s catheter. Ngen generator was also used. The lot number of the product was reported as 31367940l. As such, field d4. Lot has been updated. Additionally, since the lot number was received a manufacturing record evaluation was performed for the finished device number lot 31367940l. No internal action related to the complaint was found during the review. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-dec-2024, additional information was received confirming the qdot micro catheter was used for radiofrequency (rf) ablation that was performed in addition to the cryoablation. Pulmonary vein isolation was performed by cryoablation using medtronic¿s catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).